Event description:
Caller states patient was unresponsive with result of 94 mg/dl obtained on the inform system. A lab value was drawn at the same time and result was 46 mg/dl. Pt was re-tested 3 mins later on the inform system and result was 103 mg/dl. Pt was treated with an ampoule of "d50" based on the lab value and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.